Event description:
It was reported the pt felt a popping sensation in her neck while taking part in pilates. Since the event, the pt has been experiencing inadequate coverage and muscles spasms at the lead incision site. X-rays were taken and revealed lead migration. The pt will undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.